Manufacturer narrative:
D2b: pro code (product code): dre; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion, cardiac tamponade, cardiac perforation, blood loss, and hypotension occurred. It was reported that a concomitant pulsed field ablation to treat atrial fibrillation (a fib) and left atrial appendage (laa) closure procedure was performed, and a versacross access solutions system including a radio frequency (rf) pigtail wire and a watchman trusteer access system (was) was selected to be used for transeptal access and watchman deployment, respectively. The patient has a non-boston scientific (bsc) septal occluder in place. The physician proceeded with the concomitant procedure although it is suggested not to in the was instructions for use (IFU). The physician crossed through the occluder and proceeded with the ablation portion with consistent sheath maneuverability issues. Once this portion was complete and the non-boston scientific sheath was exchanged out for the was sheath, the non-boston scientific intracardiac echocardiography (ice) catheter fell back into the right atrium. This caused visibility issues with the rf pigtail wire, which the physician originally thought was placed in the left upper pulmonary vein (lupv). Once the physician got ice back across and advanced the was sheath there was resistant and a sudden jump with the was sheath. The physician checked for effusion on the left side with ice, which was not visualized, and proceeded to advance the pigtail for a contrast shot. At this point there was a sudden drop in blood pressure and carbon dioxide seen on the non-invasive finger cuff. Anesthesia advised of this change which is when the implanting physician pulled back ice into the right side of the heart. There was a large right-side effusion visualized on ice. The implanting physician immediately requested a pericardiocentesis kit and began treating the patient. Protamine was also administrated. The effusion did not improve with treatment, so patient was taken to the operating room (or) for an open-heart surgery. The surgeon was able to find the cause of the effusion which was in the laa. The surgeon sutured the opening and clipped the laa. The patient was moved to the intensive care unit. The patient has been discharged and is expected to fully recover.